Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received gablofen baclofen (2000m cg/ml, 760.7mcg/day) in an implantable pump for intractable spasticity, post spinal cord injury, and head/brain injury. The patient began to experience itching, back stinging , and spasms of the legs and abdomen on (B)(6) 2016. The patient went to the emergency room (ER) and was admitted on (B)(6) 2016 and treated for a urinary tract infection (uti). The patient was started on oral baclofen and intravenous valium. A dye study was scheduled for the morning of (B)(6) 2016. However, interrogation prior to the dye study indicated a "safe state-reset" occurred on (B)(6) 2016. So, the dye study was cancelled. The pump was reprogrammed to 760.7mcg/day (simple continuous), along with a single 50mcg bolus. The only possible environmental/external/patient factor was stated to be the patient being in the hospital environment on (B)(6) 2016. The patient continued to have abdomen and leg spasms. No further actions were taken (no surgical interventions planned or scheduled). The manufacturer representative was told to make sure the patient cloud hear the critical alarm in order to identify if the issue recurred. Upon playing the critical alarm, the alarm volume was inaudible while standing at bedside. The alarm could only be heard when placing an ear within approximately one foot from the pump. The room was relatively quiet. Additional information received from the manufacturer representative on (B)(4) 2016 indicated the pump reprogramming held. None additional actions were required. The cause of the reset remains undetermined. The reset issue was considered to be resolved. Following the reprogramming out of safe state (mfg. Report # ), the pump elective replacement indicator (eri) was listed as 81 months, which was inaccurate. It was stated that when the pump reset prior to reprogramming , the eri said less than 1 month. As of (B)(6) 2016, the eri was still 81 months. No further actions were taken. The cause of the incorrect eri date remains undetermined. This issue was considered unresolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies.

Event description:
Additional information received reported that the patient was back in the emergency room on (B)(6) 2016 due to the same alarm reset and safe state. It occurred on (B)(6) 2016 at 12:20. The patient was having a fever, itching to upper back, sweating, and increased spasticity. The plan was to replace the pump but they were going to attempt again to program out of reset and safe stat to by some time before they replace the pump due to the fact that the patient had chronic urinary tract infections due to suprapubic catheter and they wanted to treat that first. It was reported that the pump was reprogrammed and continued until (B)(6) 2016, when the pump was replaced.

Manufacturer narrative:
The pump was received by analysis, and the pump had significant dents on the top shield. Once the top shield was removed there were witness marks where it is believed the m1 and m2 hybrid posts had made contact with the top shield, and a loose chip from the resonator. Further testing was done to the pump to ensure there were no other anomalies and none were found. It is believed that a short from the m1 and m2 motor posts to the top shield of the pump or the loose resonator chip possibly contacting internal circuitry were the cause of the complaint. Findings included pump/pump exterior/concave shield/affected in-vivo funct/undetermined root cause and pump/miscellaneous/inaccurate estimated time to eri. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.